Manufacturer narrative:
Device was not used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure for an intertrochanteric femoral fracture on (B)(6) 2013, a blade became stuck and the connection part of the blade was broken off. This occurred when the blade was inserted deeply into a bone head during a jpa operation. The surgeon tried to free the blade using an extractor, and the connection part of the blade was broken off. The entire blade was retrieved and reset. The operation was completed successfully. No additional information is available. This is report 1 of 2 for complaint (B)(4).